Event description:
Clinic reports that the top of the arterial drip chamber separated from the drip chamber during pt treatment. Estimated blood loss <100cc. No additional pt ill effects. Sample is available. MDR filed due to blood loss only.